Manufacturer narrative:
The returned used device, item smi-02ap was evaluated for spsmi-02ap, rev-ac, and found the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. Needle loads into suture passer with no issue noted. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of 50 complaints, regarding 50 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001. Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the smi-02ap was being used during a rotatory cuff repair on (B)(6) 2020. The distributor reported "the jaw is broken." There was no report of fragmentation or component separation. The report indicated that the incident took place during pre-operative testing and was not in contact with the patient. The procedure was completed as planned using an alternate device. There was no report of injury or potential injury to the user or the patient. Upon return of the device, the evaluation, conducted on 5aug2020, found that the lower jaw of the device had been separated from the device. Due to this new information the complaint was reassessed for reportability. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.